Event description:
It was reported that the 9600 system had an error message and would not fluoro. No pt injury was reported.

Event description:
Customer reportedly received results of 14.7 mmol/l and 14.0 mmol/l within 10 minutes on the sensor system. A lab value returned as 7.1 mmol/l within 10 minutes of the reported results. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).